Event description:
A healthcare provider reported the patient was admitted last night with an altered mental state. At the time of the implant, prialt was listed as the drug. It was unknown what was medication was in the system at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 8591-38, lot# d10027, implanted: (B)(6) 2012. Product type: accessory: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).